Event description:
It was reported that post-paced t-wave oversensing was observed via a merlin.net transmission. The patient did not receive therapy. The oversensing was noted on a stored egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.